Event description:
Patient was in CT for testing-line flushed and had positive blood return. Power injector applied for the administration of IV contrast. The patient felt a ¿pop¿ and her arm became painful and swollen. Subsequent testing revealed infiltration of contrast and PICC line failure. Patient had to have line removed in procedure in interventional radiology and new line inserted in different arm. PICC line has visible rupture. FDA safety report ID # (B)(4).